Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient has a known failed atrial lead which experienced a impedance jump in (B)(6) of 2009. The lead is still in use. No patient complications have been reported as a result of this event.